Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had a leaking reservoir. The customer's father stated that he noticed insulin leaking into the reservoir compartment of the insulin pump. Subsequently, the customer's father noticed that the o-rings were pushed into the reservoir and that there was moisture on the reservoir. Nothing further was reported.